Manufacturer narrative:
Continuation of d10: product ID: 8709, lot#: l74358, implanted: (B)(6) 2000, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml) via an implanted pump. It was reported that the patient had a return of spasticity, hypertension, and irritability. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be pump replacement on (B)(6) 2024 and the patient having an active uti (urinary tract infection). A dye study was positive for aspiration on (B)(6) 2024 and dye was visualized pooling behind the pump. The patient was not responsive to a therapeutic single bolus. On (B)(6) 2024, the patient was taken to surgery for a catheter revision. The catheter was able to be easily aspirated, however, it was discovered upon flushing with pfns (preservative free normal saline) that a pinhole leak was present proximal to the pump connection site. The catheter was trimmed and repaired with a proximal revision kit. Following the repair, the catheter was checked for easy aspiration as well as flushing with no evidence of leaking. The pump dose was returned to the original dose of 737 mcg/day (down from 780 mcg/day). This issue was noted to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative indicating that the portion of the catheter that was trimmed and discarded by the physician. No analysis was requested.